Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. On (B)(6) 2012 the patient underwent a removal of midurethral sling. On (B)(6) 2012 the patient underwent laparoscopic heller myotomy with anterior dor fundoplasty. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2015-06536. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infections, dysuria, hematuria, vaginal discharge, incontinence and frequency.

Manufacturer narrative:
It was reported that patient underwent pubovaginal sling with autologous fascia and video cystourethroscopy on (B)(6) 2014 by dr. (B)(6) due to refractory urinary incontinence and intrinsic sphincter deficiency.

Event description:
It was reported that patient underwent pubovaginal sling with autologous fascia and video cystourethroscopy on (B)(6) 2014 by dr. (B)(6) due to refractory urinary incontinence and intrinsic sphincter deficiency.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2010 and a sling was implanted. The patient experienced pain, mesh erosion, infection, dyspareunia, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.